Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with screw h aving l3-4-5 lateral fusion, l5-s1 tlif, l3-s1 fusion therapy. It was reported that surgeon placed voyager screws into l3, l4, l5, and s1. Rod was placed through screws, followed by set screws into l3, l4 and l5. When placing set screw into s1, the set screw, would not torque down. Set screw was removed and was noted that partial thread was torn from the screw. Another set screw was used, and the same issue occurred. The reason for the set screw not being able to torque down and continue to be cross threaded was because the head of the voyager screw was splayed. A counter was needed from the solera instrument set, it was placed over the voyager, screw head, and malted down into place in order to return the head into its original position. With the counter in place, a set screw was inserted and torqued down, no further issues occurred. Thread of set screw was sheared. There was no delay in overall procedure and no additional surgery or in house hospitalization reported. There was no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.